Event description:
It was reported that patient experienced pain at the pocket site. The patient underwent a pocket revision procedure and the ipg remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware.